Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628, batch # 4054302. Verbatim: rcc received a complaint via email. Email(s) attached. Xxx qa post marketing operations has received a product complaint related to an eylea 8mg vial kit. Kindly acknowledge receipt of this request and send us the complaint investigation reference number and due date when available. Xxx complaint number - (B)(4). Complaint description: on 14feb2025 xxx was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm- syringe. On 14feb2025, the reporter, who is the hcp, stated, ¿noticed particles identified in the syringe following the drawing up of the dose.¿ xxx ldp, xxx ldp lot: 8463800026, filter needle, lot: 305211, catalog:4031348. 1 ml syringe, lot: 309628, catalog: 4054302. Investigational request /return component status sample was returned. Please provide what controls are in place to detect manufacturing defects that may lead to foreign matter for the filter needle and syringe lot in question. Please provide how bd tests the functionality of the filter in the filter needle and how it may relate to chlorobutyl rubber particles found in the syringe.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. Correction: following submission of initial MDR, date of event was not correctly reported. Section b updated to reflect correct information. Evaluation: one photo of a 1 ml luer-lok syringe was received and reviewed. The image, taken at 20x magnification, shows a loose syringe containing an unknown clear fluid. A red circle highlights a small air bubble visible in the fluid path. The condition observed acceptable per product specification. The reported defect was not identified in the photo received. Therefore, no corrective action is required at this time. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4054302. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.